Event description:
It was reported that the trachs found in inventory are not inflating. No patent injury reported.

Manufacturer narrative:
No lot number was provided; therefore, device history record review could not be completed. No product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed as no product sample was received for evaluation. If the product is returned, the manufacturer will reopen this complaint for further investigation. 510k number is unknown. No product information has been provided to date. This remediation MDR was generated under protocol (B)(4), as a result of warning letter (B)(4).